Event description:
Customer reported via phone, she wasn't sure what happen to the insulin pump but one of the buttons wasn't functioning. The act button doesn't respond she has to press it really hard in order for it to respond. Customer didn't know her blood glucose level. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.